Event description:
It was reported that a week after implant, the right ventricular (rv) lead had come out of place and was no longer functional. A procedure was scheduled to reposition the lead, however prior to the procedure, the patient became dizzy and short of breath and was admitted on an emergency basis. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: implantable pulse generator (ipg): (B)(6) 2013. (B)(4).